Event description:
It was reported that noise was observed on the right ventricular (rv) lead via a review of remote transmission. The patient presented to the clinic, and no noise was reproduced. No changes were made. The patient was asymptomatic.